Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated to a connector. The cable was replaced to correct the reported problem. It could not be firmly established how the cable became dislodged. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.